Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a unit fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. The motor functions properly during testing. No drive/motor anomaly or rewind anomaly noted. The motor was tested outside of the unit and passed. Device uploaded properly using care link. Device had broken battery tube threads. The test battery cap was able to be installed and removed form the battery compartment. No anomaly noted when installing or removing the test battery cap. Device also had minor scratched display window, cracked reservoir tube, cracked reservoir tube window and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin shoot out during priming. Customer¿s blood glucose was unknown at the time of incident. Customer stated that motor takes a little longer to rewind and where the battery cap screws in the insulin pump was chipped off. The insulin pump will be returned for analysis.